Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) ECG signal does not go back to the console despite the change of cable.

Manufacturer narrative:
Updated fields: b4,d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h4, h6, (type of investigation, investigation findings), h11. It was reported that, the cs300 intra-aortic balloon pump (iabp) ECG signal does not go back to the console despite the change of cable. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because there is no further information regarding the incident.